Event description:
Patient representative reported " there is no doubt that the prostheses placed by the patient are included in the defendant's recall list and were the subject of a recall determination by anvisa, based on the carcinogenic potential of the products. The patient continues to experience pain and discomfort in the breasts, leaving her extremely concerned and capsular contracture, baker grade unknown. This record is for the left side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.